Manufacturer narrative:
The picco catheter that was used during the reported event was not returned for investigation. Therefore it is not possible to confirm if there was a malfunction or any deviation from the specification. The reported malperfusion is a known complication of arterial cannulation. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database.

Event description:
A picco catheter designed for placement in the brachial artery was placed in the radial artery. This was based on the doctors assessment, that the outer diameter of the catheter is fine for the radial artery, too. After some hours signs of malperfusion in the hand (cold hand, weak spo2 signal) were detected and the catheter was removed. Thereafter the situation improved again and the patient was not injured. (B)(4).